Manufacturer narrative:
Event date: (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of 2000ml exactamix eva tpn bags leaked from the middle port. It was not specified when in the process this event occurred. The bags did not leave the pharmacy. There was no patient involved. No additional information is available.

Manufacturer narrative:
A batch review was conducted. There were no deviations noted during the review. One nonconformance was noted related to the reported condition during the manufacture of the product. The device was not received for evaluation; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.